Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that cartridge alarms (alarm 01) occurred. Reportedly customer did not perform air removal step during the load process. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 140 mg/dl.